Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of an emerge balloon catheter with a 3-way stopcock. Visual examination revealed a kink in the hypotube 26.5cm from the hub. Microscopic examination revealed a longitudinal tear in the balloon 10.5mm from the tip and approximately 12mm long. There is blood present in the hub, inflation lumen, guide wire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22jan2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50mmx15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.